Manufacturer narrative:
Other relevant device(s) are: product ID: cable 9733597 external axiem pwr/data. A medtronic representative went to the site to test the equipment. It was reported that the external cable was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the electromagnetic localization system emitter could not see patient nor instrument reference. There was no patient present.